Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "battery inoperative, check circuit breaker, call fieldservice" happened during use and afterwards the message "system error 4,main cpu failure" appeared." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The reported complaint of "battery inoperative" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "battery inoperative, check circuit breaker, call fieldservice" happened during use and afterwards the message "system error 4,main cpu failure" appeared." The patient's current condition is reported as "unknown".